Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-real device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was deployed in the right common femoral artery according to the instructions for use (IFU). Nothing unusual was noted during deployment, however, immediately following deployment bleeding occurred and manual pressure was required for approx 10 minutes. The pt recovered as usual, but had developed some pain in the affected leg and a pins and needles feeling. The pt's pulses, temperature and color were the same as the baseline observations. The pt was reviewed prior to discharge by the physician, and was told to return if the symptoms persisted. Approx 24 hours later, the pt returned to the emergency department but was discharged without a detailed investigation. Approx 48 hours post procedure, the pt returned to the catheterization lab with very weak pulses and persistent pain with apparent loss of sensation below the knee. A computed tomography (CT) angiogram confirmed a clot in the common femoral artery. Surgery was performed to remove the angio-seal and thrombus within the lumen of the common femoral artery. The pt was reported to be recovering and discharged following surgery.